Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 700 mcg/ml at 180 mcg/day and bupivacaine 28mg/ml at 7mg/day via an implantable pump. The indications for use were pancreatitis and spinal pain. On (B)(6) 2019 the healthcare provider reported that the patient came into their ER (emergency room) with signs of potential overdose. Per the healthcare provider the patient feels a numbness on their left side where the pump was located. The healthcare provider further stated that whenever the patient requests a bolus they would feel a numbing, however this time it seemed more severe. The healthcare provider requested a company representative to come and interrogate the pump to see if it was working. Additional information was received the same day from the patient via the company representative who reported receiving an unexpected bolus today without patient or doctor activation. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was the logs were read and no bolus was shown. The actions and interventions taken to resolve the issue was noted as ¿n/a¿. The issue was resolved at the time of the report and it was noted that the healthcare provider would not ha ve any further information regarding the event. The patient status was noted as alive, no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Adverse event or product problem field was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider (hcp) via a company representative (rep) indicated the e vent/difficulty occurred on (B)(6) 2019 during normal use. The pump was replaced on (B)(6) 2019 and would be returned. It was further reported the patient felt that he was getting random boluses that were not scheduled. Environmental/external/patient factors that may have led or contributed to the issue was noted as ¿not applicable.¿ diagnostics/troubleshooting performed was also noted as ¿not applicable.¿ the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked, but unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Device evaluated by MFR: the pump was returned and passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.